Event description:
Error 42 (downstream pressure sensor error). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported error 42 " downstream pressure sensor infused volume " described in complaint was found in the log file, therefore the reported event is confirmed. Device was not returned to france for investigation as repairs were carried out locally. During external and internal inspection, nothing was noticed. To solve the issue, the down stream pressure sensor was replaced and calibrated. The pump performed the quality control test and was then released for use and returned to service. The defective spare part was sent to brézins for investigation. As the visual inspection was compliant, the investigator assembled the defective spare part to a volume tester to verify the complaint. He started by performing the maintenance test 6 with the tube, he found that the sensor value was around 2500mv with the door open and when tested with the door closed the value was very low 19mv. As a result, these values were as expected. He also ran a break-in test for 1 hour and created downstream occlusion errors without any technical errors being triggered, which confirms that the downstream sensor was functional. However similar complaints have been reported for the same issue which was due to a random issue. The triggering of technical error 42 is a known issue addressed with an internal CAPA that was closed in june 2021. The main root cause was a defect of pressure sensors on supplier conductive seals. Corrective actions have been implemented since march 2020 and serial number of the reported device was manufactured prior to this date. This complaint is considered as valid. The trend is abnormal. For this issue as per our local procedure, we initiated an action.